Event description:
It was reported that during a da vinci si prostatectomy procedure, the tip of the mega needle driver instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a broken carbide insert at the grip tip. The grip tip itself is not bent, and the broken carbide piece is approximately 0.11 x 0.13 in size. No other damage was found.